Event description:
The sterilizer cycle aborted due to a facility power failure. When this occurred, the user facility staff manually pulled the sterilizer door open, which became stuck open as it jammed against the door gasket seal which did not retract. When the sterilizer door was opened, a fire alarm went off as steam condensate from the sterilizer contacted a temperature sensor overhead on the ceiling. Steam to the unit was turned off but the fire department responded because the facility was not able to cancel the alarm. No injuries, procedure delays or cancellations, or property damage were reported.

Manufacturer narrative:
The steris technician investigated and determined that the door gasket seal required replacement. The technician replaced the door gasket seal, cleaned the end ring, tested the unit and confirmed it was operational. The employee did not follow the proper procedure for manually opening the door per the operator manual (pp.3-15) when there is loss of electrical or water utilities and when pressure remains in the sterilizer chamber. Steris will offer in-service training to the user facility on the proper use and operation of the sterilizer.

Manufacturer narrative:
The customer was unresponsive to steris attempts to schedule an in-service. On (B)(6) 2013, the steris account manager confirmed that the customer had declined in-service.